Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they called to inquire about compatibility with use of induction stove. Reviewed induction range compatibility. Patient reported that they therapy was not working quite as good as it did in the beginning. Patient stated th at they would say that it started maybe within the last 6 months. Patient mentioned they had done some international travel and they had gone through security screening device at airport without turning therapy off first. Patient mentioned it was "still fine" but later reported therapy issue noted above. Agent reviewed airport/security screening guidelines. Patient inquired if they should increase stimulation due to therapy not working as well as it did in the beginning. Patient mentioned that they had always had therapy at a low setting (patient stated 1 or 1.5). Reviewed therapy overview. Patient would increase stimulation as needed and would monitor symptoms. Redirected to doctor if issue persists.